Event description:
False positive advia centaur cp troponin ultra results were obtained for patient samples and considered discordant when compared to repeat sample testing. There was no known report of adverse health consequences due to the discordant advia centaur cp troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed functional and visual checks. The fse replaced worn aspiration pump tubing and a loose reagent diluter syringe. The customer's sample centrifuge time is three minutes and sample preparation may be a contributing factor to the false positive results. The cause for the initially discordant advia centaur cp troponin ultra results when compared to the repeat test results is unknown. The instrument is performing within specification.